Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the sutures of the proglide device failed to connect to the needles. A complete separation of the metal portion of the perclose delivery system and the hydrophilic black portion of the delivery system. The device was embedded within the artery wall owing to the separation of the black and metal portion of the delivery system, this required removal of a portion of the artery wall. Then, after closing, the surgeon realized that the black portion of the delivery system was still in the patient, this was removed the subsequent day by interventional radiology. The artery was sutured closed after removal of the black portion. The patient developed a hematoma, subsequent unnecessary vascular surgery in the immediate post-pci period, then developed an arteriovenous (av) fistula. Location of the footplate is unknown. There was reported clinically significant delay in the entire procedure. Hospital was prolonged due to the surgical procedure the following day. No additional information was provided.

Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (B)(4). It was initially reported that the device would be returning for analysis. Subsequently the device is not being returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The reported patient effects of fistula, hematoma and tissue damage are known as an inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.